Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. All labels were still intact and no physical damaged was found on the device. The investigation could not confirm the reported issue of no disposable, pump won't run with alarm going off. It is likely that the cause was due to a defective downstream sensor or cassette product, therefore the downstream sensor and the upstream sensors were replaced. A device history record review was not conducted as the product is beyond 7 years from manufacture date and there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. UDI#: unknown, premarket (510k) number: unknown.

Event description:
It was reported that during use, the pump exhibited a no disposable, pump won't run alarm went off. No patient injury was reported.